Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. The poor image resolution could not be replicated in a testing environment as it was related to procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported for gripper actuation issue from this lot. All available information as reviewed and the investigation was unable to determine a conclusive cause for the reported gripper actuation issue. The poor image resolution was due to patient anatomy. The reported mitral valve tissue damage was a cascading effect of the attempts to lower the gripper and grasp the leaflets with difficult visualization. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report tissue damage and gripper actuation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted visualization was difficult due to the anatomy. The clip delivery system (cds) was advanced to the mitral valve; however, during grasping, one of the gripper arms could not be lowered. Troubleshooting was performed, but failed. Therefore, the cds was removed with the clip attached. It was noted that after the cds was removed, an evaluation of the clip was performed and tissue on the clip was observed indicating possible tissue damage. The tissue damage was not treated. The procedure continued with a new cds. Two clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.